Event description:
Allegations of ruptured implants with hardness in left breast, pain in her chest and breast, pain in left arm and shoulder, fatigue, memory loss, systemic arthritis with atypical connective tissue disease.